Manufacturer narrative:
Lot number- corrected. The device history record review was unable to be performed as the reported lot number (714) of the device does not match any of the manufacturer's lot numbers for this device. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However patient hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent thrombectomy with a retriever and got thrombolysis in cerebral infarction (tici) 2a reperfusion. Post procedure, the patient developed subarachnoid hemorrhage (sah) but no treatment was taken for it. In the physician's opinion, sah might have been caused by being pulled out of left m2 branch from its position during retrieval of the subject device. No further information is available.

Manufacturer narrative:
The subject device was disposed of in the hospital.

Event description:
It was reported that the patient underwent thrombectomy with a retriever and got thrombolysis in cerebral infarction (tici) 2a reperfusion. Post procedure, the patient developed subarachnoid hemorrhage (sah) but no treatment was taken for it. In the physician's opinion, sah might have been caused by being pulled out of left m2 branch from its position during retrieval of the subject device. No further information is available.